Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the events in the past. Blood glucose (bg) was "high". However, the exact value was not provided. Bg was addressed with a manual injection. Insulin delivery was resumed.